Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A bipap auto biflex device was returned to a third-party service center for evaluation. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit. In addition, the device displayed error codes e024(err_motor_speed_reverse) and e030(err_motor_spinup_flux_high). Dust was found a contamination. The device was scrapped.